Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced hyperglycemia after announcing a meal post-consumption, with a highest reported cgm value of 308 mg/dl over about four hours and a subsequent value of 213 mg/dl; the patient denied infusion set issues and expressed concern about cgm targets and insulin coverage while early in pump use. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communications with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device component involvement and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.